Event description:
Same case as MFR's #: 6000089-2004-01072 and 6000089-2004-01073. It was reported that 2 days after a coronary drug eluting stenting procedure, the pt returned with chest pains. In 2004, the pt was evaluated for unstable angina with electrocardiographic changes. The 90% lesion in the posterolateral branch of the circumflex was predilated with a maverick 2.5 x 20 mm balloon catheter. Several dilations were performed in an overlapping fashion @ 8 atms. The physician then deployed two taxus express2 2.5 x 28 mm drug eluting stents @ 12 atms of pressure distally, and more proximally, in an overlapping fashion, to 14 atms of pressure. The stenosis was reduced from 90% to 0% with timi iii flow. The pt was given heparin during the procedure. There were no acute complications reported. Pt was to take plavix for follow-up. The pt was stable following this intervention with the exception of an elevated creatinine level. The next day the pt apparently fell off a ladder. At some point, pt developed recurrent chest pain, although the sequence of events is unclear. One day later the pt returned to the e.r. With chest pain and electrocardiographic changes in the anterior leads. Pt was also noted to have 2 broken ribs. Angiography revealed complete thrombotic occlusion of the lad taxus drug eluting stent and the taxus drug eluting stent in the posterolateral branch of the circumflex. The lad lesion was reopened with a maverick 3.0 x 15 mm balloon with two overlapping dilations to 18 atms. The previously placed taxus stent was then dilated with a maverick 3.5 x 15 mm balloon @ 14 atms. Timi iii flow and 0% stenosis were then noted in the lad with no evidence of distal embolization. The pt was very unstable during the procedure with episodes of asystole and extremely labile blood pressure. Pt had episodes of intermittent heart block which were responsive to epinephrine. Pt required emergency intubation for respiratory arrest. During intubation, white, blood tinged pieces of tissue with a metallic sheen were noted in the pt's airway. Oxygen saturations ranged form 60-99%. Following stabilization, the posterolateral branch of the circumflex was treated with balloon angioplasty with a maverick 2.75 x 20 mm balloon with two overlapping dilations @ 10 atms with 0% stenosis and immediate restoration of timi iii flow. Due to the labile blood pressure, an echocardiogram was performed during the procedure which revealed anteroseptal and inferior hypokinesis with an ejection fraction of ~ 40-50%. Swan-ganz pressures revealed a capillary wedge pressure of 20. As the pt was leaving the cath lab pt experienced asystole, requiring placement of a temporary transvenous pacemaker. The pt was transferred to the ICU in critical condition and subsequently expired. An autopsy was performed, however, the results are unknown.